Manufacturer narrative:
4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. B3: event date is estimated.

Event description:
It was reported that the patient underwent an unrelated spinal procedure wherein the patient's ipg was turned off instead of being placed in surgery mode. Manufacturer representatives met with the patient and were able to recover the ipg and restore the patient's therapy.

Manufacturer narrative:
It was reported to abbott, a patient was unable to connect with their ipg using their patient controller (pc). The patient had a spine surgery recently. They reported therapy was turned off with a magnet, but they were unsure if surgery mode had been turned on. Trouble shooting over the phone by technical service was unsuccessful. The rep met with the patient and was able to connect with the ipg using the patient¿s pc. No recovery was needed, it was working properly. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.